Manufacturer narrative:
Investigation results were made available. Additional: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture review of event description: it was reported that during insertion of the liner for a 32 mm head, the plastic impactor broke. Broken off pieces were removed from the patient due to which a surgical delay of 5 min. Occurred. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: - visual examination: the broken impactor was returned for investigation. The breakage occurred at the thread of the instrument. On the outer surface normal signs of usage are found, except of a scratch on the rim area. The thread shows some slight deformation, consisting of shorn thread turns. The fracture runs through the size and reference marking of the instrument. Review of product documentation: inspection plan : - characteristic no. 3 feature ¿dimension (13 +1/0) with scope of testing: 10%. Means of inspection: caliper. - characteristic no. 5 feature ¿thread (m10) with scope of testing: 100%. Means of inspection: thread gauge. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => not possible, as the device was only manufactured in 2018. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as no signs of corrosion were identified during investigation. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => not possible, as the device was only manufactured in 2018. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as no information about the surgery was provided. - instrument breaks, deforms due to off-label/ abnormal-use => possible, as no information about the surgery was provided. - visibility to operation field limited due to inadequate design => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration => possible, as the fracture line runs through the thread of the instrument, it can no longer be used with the mating instrument. Conclusion summary the broken impactor has been returned for an investigation. Based on the visual examination the complaint could be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, it is possible that too high forces or forces applied at an angle may led to the fracture of the device. Nevertheless, based on the available information no unique root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the plastic impactor broke. Pieces of broken impactor were removed from patient.